Event description:
Patient was undergoing a laparocopic inguinal hernia repair. Surgeon introduced a dissecting balloon subfascial and expanded it using direct visualization.there was good separation of the abdominal wall components between the muscle and the peritoneum. The surgeon then put in a structural balloon which was insufflated. The balloon ruptured and came apart when attempting to inflate. Product was replaced and procedure successfully completed.what was the original intended procedure?laparoscopic inguinal hernia repair.device #1is this a laboratory device or laboratory test?no.